Manufacturer narrative:
Qc was acceptable. Instrument maintenance was up to date. On 17-sep-2021 the field service engineer (fse) visited the customer site and preventively replaced the measuring cell and completed instrument performance testing with acceptable results. Based on the information available, a general reagent issue has been excluded. The investigation did not identify a product problem. (B)(4).

Event description:
We received an allegation of a low result for 1 patient tested for elecsys pth stat immunoassay (pth stat) on a cobas e 411 immunoassay analyzer. The low result reportedly occurred during intraoperative measurements and the patient¿s surgery was cancelled and rescheduled due to the result. The initial result was reportedly 1.08 pg/ml with a data flag. This result was reported outside of the laboratory and the surgery was cancelled. This sample was repeated and the results were reportedly 107.60 pg/ml and 109.20 pg/ml. A new sample was obtained on (B)(6) 2021 and the result was reportedly 128.90 pg/ml. The patient was reportedly rescheduled for surgery on (B)(6) 2021 or later. No further information or results were provided. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer used a 13 mm sample tube with a rack adapter. Although the specific cause of the event could not be determined, the investigation determined the event was consistent with a pre-analytical handling issue at the customer site.